Event description:
It was reported that while inserting the lens in the patient's right eye, the lens "popped back out." The incision was enlarged, no sutures were required and a backup lens was implanted with no issues. The patient's prognosis was reported as "good" and no additional treatment is needed. Reference MDR# 1313525-2015-01553 for the lens used for this event.

Manufacturer narrative:
The delivery device was returned for eval. There is very little dried solution visible in the loading deck and none in the tip. Visual inspection found the tip bent. Functional testing cannot be performed due to the damage. The lot number of the delivery device was not provided, therefore a device history review (DHR) could not be conducted. A review of nonconformances was performed and there were none that would contribute to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.